Event description:
It is reported that the surgeon was unable to snap the liner into place. Another liner was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.